Event description:
Consumer's husband reported that his wife was hospitalized and diagnosed with toxic shock syndrome.

Manufacturer narrative:
Results of visual examination: device met specification.